Event description:
It was reported that the device presented a foggy view. Backup device was available to complete a procedure. Delay more that 30 minutes was reported. No patient injuries were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for a foggy view. A visual inspection was performed and showed the scope to have a bent outertube with internal cracked lenses and distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.